Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and indentation marks from the manufacturing flow wrap sealer equipment was observed on the damaged area of the luer. The reported condition was verified. The cause of the condition was a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a crack or welding defect found on the distal luer connection. This was identified before use. There was no patient involvement. No additional information is available.